Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic and all of the lens optic were torn off and missing. The other lens haptic was returned. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2017v three piece silicone lens and the lens tore. The lens was cut into pieces to remove from the eye without enlarging the incision and another lens was inserted. No suture was required to close the wound. No patient injury.